Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp and hv therapy due to oversensing caused by double counting of r-waves. Programming changes were made. The device remains implanted.